Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported observing occurrences of an e4 occlusion error on his infusion device "over the past several months". At the time of the report, he was not experiencing an occlusion error. As a result of previous occlusion errors, he inspected his infusion sets and, in multiple instances, he noticed that the cannulas of the infusion sets that he had been wearing were "bent". He believed that the occlusions occurred "where the cannula attaches to the tubing". He stated that he did not retain the infusion sets with "bent" cannulas, thus he could not provide lot information, and no product was available to be returned for eval. During troubleshooting with a co representative, the pt was advised regarding infusion site management and site rotation. He acknowledged having scar tissue in his infusion sites. He mentioned that he prefers to wear his infusion set headset right at his waistline where he wears his belt. A request for a visit by co trainer was made on behalf of the pt to assist him with infusion site mgmt including infusion site rotation and alternative sites. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second part to address the issue.